Manufacturer narrative:
Device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime device during prime/compromised force sensor system test due to faulty force sensor resistor. The motor was tested outside the device and passed. Device received with cracked case at display window corners and reservoir tube. Device received with minor scratched lcd window.

Event description:
Customer's father reported via phone call that the insulin pump alarmed a motor error alarm. Customer's blood glucose was 165 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.